Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure using a dual surgeon console setup, the instrument installed on universal side manipulator (usm) 2 was unable to open the tip. The instrument jaws were grasping tissue at the time of the event. The customer received phone assistance from the technical support engineer (tse). Upon verification, the user stated that they cut the tissue that was stuck on the instrument jaws and this allowed them to remove the instrument. The tse confirmed that the other instruments worked normally on the other usms. The tse advised troubleshooting by verifying the drape installation; however, the user stated that the procedure was almost complete and no further troubleshooting would be performed. The user completed the procedure. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: all the instruments were inspected prior to use and no problems were found. According to the information received, the surgeon "clamped the peritoneum in order to do the connection." A fenestrated bipolar forceps instrument was installed into usm arm 2 and the surgeon was performing a decompression of the right renal cyst at the time of the issue. No system fault (such as recoverable/non-recoverable error fault) was observed. The instrument jaws were stuck on the peritoneum when the issue was identified. It was stated that the amount of tissue cut was of "trivial amounts". Bleeding of 2 ml and no requirement for blood transfusion was reported. The cut tissue was coagulated and did not require any sutures or repair. It was confirmed that there was no usage of an instrument release key (irk).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fenestrated bipolar forceps instrument was tested and operated as expected. The fse reviewed the system logs and found error code 25930. The fse performed a swap operation involving universal side manipulator (usm) arms 1 and 2. System error codes 32115 and 30 were displayed and usm arm 1 failed testing. Fse performed reinstallation and recalibration. After this usm arms were retested and passed all testing specification. The system was verified as ready for use. Isi has not yet received the fenestrated bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. Neither a procedure video nor an image was submitted to isi for review. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Verification via system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. A review of the system logs has been performed as part of the isi fse's investigation identifying an error fault on the referenced usm arm that required an arm recalibration to resolve the issue. No image or video was submitted for review. This complaint is considered an adverse event and malfunction based on the following conclusion: it was alleged that during a da vinci-assisted gynecological procedure, the instrument installed on universal side manipulator (usm) arm 2 was unable to open the tip. The instrument jaws were grasping tissue and failed to unclamp at the time of the event. The surgeon cut the peritoneum and cauterized the resulting small amount of bleeding caused by releasing the instrument, which is considered a medical intervention to preclude permanent impairment.